Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the doctor found that the cuff was blocked which could not inflate and deflate when doing clinical setting before using on patient. Then changed new one, no impact on patient". No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The blue cuff and the clear cuff were then inflated to 25mbar using a calibrated endotest. The cuffs were inflated and deflated with no issues. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. The cuffs were able to inflate and deflate normally.

Event description:
It was reported that "the doctor found that the cuff was blocked which could not inflate and deflate when doing clinical setting before using on patient. Then changed new one, no impact on patient". No patient involvement reported.